Event description:
It was reported that after a da vinci-assisted surgical procedure, the nurse reported to the technical support engineer (tse) that they were trying to stow the system, but they were getting repeated recoverable faults on the universal surgical manipulator #4 (usm#4) and they were no capable to move the patient side cart (psc). The tse tried to review the error logs but they were not available as they were using the psc in standalone. The tse requested the nurse to power the system off, connecting it to the vision side cart (vsc) and the ethernet cable, and powering on the system. The tse confirmed error 25741 pointing to the usm#4 clearance button. The tse guided the nurse to press and release the clearance button several times and pressing recoverable fault, but the issue persisted. The procedure was completed with no reported patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.